Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. It should be noted that the reported patient effect(s) of cerebrovascular accident (cva) is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. The hospitalization appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 a xience sierra stent was implanted without reported issues. On (B)(6) 2018, the patient was admitted for a cerebral infarction with hemiplegia, right dominant side. No additional information was provided regarding this event.